Event description:
Pt reported the infusion device has not been functioning properly over the last few days. She has had a "steady increase" in her blood glucose, and blood glucose was above 400 mg/dl on (B)(6) 2011. Pt bolused and changed the infusion set cartridge, and battery on the infusion device, but the problem persisted. She experienced a "glycemic peak" during the night. No errors or alarms were received on the infusion device. On (B)(6) 2011, all of the buttons on the infusion device stopped functioning. She changed the battery, and the infusion device then displayed an unsolvable e8 power interrupt error. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.